Event description:
A customer reported that a vt (ventricular tachycardia) waveform disappeared during AED analysis. This event will be reported as a serious injury as reported malfunction occurred during an emergency defibrillation. The customer reported that the device displayed an ECG waveform consistent with ventricular tachycardia, however, ¿AED analysis showed that a shock was not necessary¿ at 00:11 and 00:17. At 4:03, an AED analysis showed that a shock was advised, then at 4:29, the device analysis showed that a shock was not necessary. A philips repair bench technician evaluated the device and was unable to duplicate the issue. The actual patient case event files were not available for philips to review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
H.10. Patient information was not provided as the customer did not disclose due to patient information protection law. H.10. Serial number has been updated from blank to (B)(6). H.10. Institution has been updated from fukuda denshi co ltd to moriguchi keijinkai hospital. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that a vt (ventricular tachycardia) waveform disappeared during AED analysis. Additional information has been requested. This event will be reported as a serious injury as reported malfunction occurred during an emergency defibrillation.